Event description:
Reportedly, the device was found operating in vvi mode at 70 min-1 and a message requesting device initialization was displayed on the screen. The user acknowledged this message but the same message displayed again. The device was implanted less than one year ago; however, battery curve showed quick depletion. A message stating that the device had reached its recommended replacement time (rrt) was also displayed to the user. Recommendation was sent, the physician decided to explant the device that will be returned for analysis.

Event description:
Reportedly, the device was found operating in vvi mode at 70 min-1 and a message requesting device initialization was displayed on the screen. The user acknowledged this message but the same message displayed again. The device was implanted less than one year ago; however, battery curve showed quick depletion. A message stating that the device had reached its recommended replacement time (rrt) was also displayed to the user. Recommendation was sent, the physician decided to explant the device that will be returned for analysis.